Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined that the reported difficulties and additional treatment to remove the balloon material appears to be due to case circumstances. It is likely that the balloon rupture occurred due to interaction with the anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a non-tortuous and mildly calcified lesion in the superficial femoral artery. It was reported that a 7x100mm armada 35 balloon catheter was advanced to the lesion; however, the balloon ruptured during first inflation at 8 atmospheres. Resistance with the guiding catheter was felt during removal. The balloon separated and a portion of the balloon was inside the patient. A snare device was used to successfully removed the separated balloon piece. There was no clinically significant delay in the procedure. No additional information was provided.